Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: last night when one of our nurses was infusing ip cisplatin, she noticed the patient¿s bedding was wet. She looked at it closer and the chemotherapy was leaking out of a y-site.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated as possible lot numbers: d4: medical device lot #: 20076998. D4: medical device expiration date: 20jul2023. H4: device manufacture date: 20jul2020. D4: medical device lot #: 20076999. D4: medical device expiration date: 20jul2023. H4: device manufacture date: 20jul2020. D4: medical device lot #: 20077001. D4: medical device expiration date: 20jul2023. H4: device manufacture date: 20jul2020. D4: medical device lot #: 20077004. D4: medical device expiration date: 20jul2023. H4: device manufacture date: 20jul2020. Investigation summary: the customer reported chemo was leaking out of the y-site, and returned one chemo sample. The sample leaked from the middle smart site, and the complaint is verified. The root cause was found to be a small cut in the lip of the blue piston on the smart site. Manufacturing conducted a further investigation and found the fluorosilicon needle applicator in combo 10 to be the culprit. After this smart site was produced, the fluorosilicon applicator was changed from needle to spray. Device history record review for model 11171447 lot number 20076998 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set device history record review for model 11171447 lot number 20076999 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 11171447 lot number 20077001 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 11171447 lot number 20077004 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: last night when one of our nurses was infusing ip cisplatin, she noticed the patient¿s bedding was wet. She looked at it closer and the chemotherapy was leaking out of a y-site.